Event description:
While performing bench repair/onsite service for the device, it was identified by an authorized support engineer that the device's capacitor is testing below spec and requires replacement. There was no patient involvement.

Manufacturer narrative:
While performing bench repair service for the device, it was identified by an authorized support engineer that the device's capacitor is testing bellow spec and requires replacement. The device was sent in for bench repair for evaluation by a philips bench engineer. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty therapy capacitor. However, the customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. As service could no longer be completed on the unit as the device had reached end of life (eol). No pa performed, no tools used, defective stickers placed on device. The customer was aware of the end of life terms and the device was returned to the customer site. Device is not returned to functionality. Device is no longer supported. No further investigation or action is warranted.

Event description:
While performing bench repair/onsite service for the device, it was identified by an authorized support engineer that the device's capacitor is testing below spec and requires replacement. There was no patient involvement.